Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had parts missing. This was described as ¿it didn't have a lid¿ so the patient did not use it. This was identified prior to use for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation with an open pouch. A visual inspection was performed and there was no cap on the drain line. A pressure test was performed on the sample and no leak was observed. A functional self-test and priming test were performed with no issues noted. The reported condition of missing cap was verified. The cause of the condition was determined to be a manufacturing related issue with the most probable cause being the pull ring cap may have gotten caught and detached at the form fill seal loading station. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.